Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an uneventful laparoscopic supracervical hysterectomy. Two days later, the pt returned to the emergency room with nausea and vomiting. A CT scan found a small bowel herniation at the device trocar site. Fascial closure had been carried out at the device incision. An exploratory laparotomy found a loop of small bowel herniated through the peritoneum, and the abdominal wall muscle but the fascial closure remained intact.